Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip was deployed but would not release because the wire broke internally. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.